Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was 435 mg/dl at the time of admission. Customer stated they had a no delivery alarm prior to being hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with an insulin drip and manual injections. Customer also reported experiencing a high blood glucose in the past. Customer's blood glucose was 535 mg/dl at the time of incident. Customer's current blood glucose was 181 mg/dl. Troubleshooting was not completed as the customer declined to check for the presence of air bubbles, leaks and site/insulin issues. The customer also reported a crack near the battery cap on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.